Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms urethral stricture and scar tissue are known risks associated with artificial urinary sphincter (aus) procedures and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a labeling review was performed and according to the aus instruction for use document, there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) developed urethral stricture, atrophy, and scarring where the device was placed. The physician decided removal of the aus device was the most suitable option for the patient. The patient underwent a surgical procedure in which all components of the aus were explanted and the patient was allowed time to heal. Five months later, the patient underwent a surgical procedure to implant a new aus device. The patient is fully recovered.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms urethral stricture and scar tissue are known risks associated with artificial urinary sphincter (aus) procedures and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a labeling review was performed and according to the aus instruction for use document, there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) device placed on (B)(6) 2013 and during the ongoing use period there was a development of a urethral stricture and scarring here the device was placed. Due to this development, the physician decided the removal of the aus device was the most suitable option for the patient. There was no malfunction allegation against the device. The patient underwent a surgical procedure in which all his aus components were explanted. The patient is fully recovered.